Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid right coronary artery with moderate tortuosity. Pre-dilatation was performed and the 3.5 x 18 mm multi-link 8 stent was implanted; however, a dissection occurred. Further dilatation was performed to fully appose the stent to the vessel wall and to treat the dissection. The 3.5 x 12 mm multi-link 8 stent delivery system (sds) was then advanced for further treatment of the dissection; however, the sds could not cross due to a lack of guiding catheter and guide wire support. The 3.5 x 8 mm multi-link 8 sds was then advanced, but also could not cross due to a lack of guiding catheter and guide wire support. The procedure was completed with ballooning only. The patient was kept for evaluation over the weekend and re-evaluated on monday. The patient was asymptomatic, with no issues and was discharged. A significant delay in the procedure was noted due to attempts made to treat the dissection. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Dissection is listed in the instructions for use (IFU) as an adverse event that may result from the procedure. The dissection was treated with a balloon catheter. Although a conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency and the treatment appears to be related to the operational context of the procedure.